Manufacturer narrative:
The following devices were also listed in this report: 6570-0-736; delta v-40 ceramic head 36/+7,5; lot# 29793305; 2080-0030; gap plate screws; lot# 4jymhe; 509-02-60f; tritanium revision acetabular; lot# rxymje; 6265-5114; citation tmzf ha stem #4 right; lot# unknown; 2080-0015; gap plate screws; lot mhje67; 2080-0015; gap plate screws; lot# mhe42j; 2080-0045; gap plate screws; lot# mhe38p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
It was reported through a medwatch (mw#5086945) "received total hip replacement in 2009. I have suffered severe chronic pain and additional medical treatment for chronic pain since this procedure occurred."